Event description:
Staff witness report:"there were 2 universal endo gia staplers up on the sterile field that was not closing; therefore they were unable to be placed inside the trocar port. I took the 2 malfunctioning endo gia staplers off the field and attempted to get the 2 devices to close but was unsuccessful. I also had 3 other staff members try to get the devices to close and they were not successful as well. The devices were taken to biomedical engineering for further evaluation. Doctor was quite upset regarding this situation. He was able to finish his surgical case utilizing electrocautery." Clinical engineering evaluation verified the devices were not working as indicated. Closer examination and comparison to a working example revealed that the device was improperly assembled. The black tubular part (shaft) that is connected to the handle was rotated with respect to the end fittings so that the locking mechanism was jammed. It seems unlikely that this happened during use. Manufacturer response (as per reporter) for stapler, surgical, endo giawe will give the devices to the manufacturer for their evaluation.